Event description:
It was reported that a surgeon could not get the helical blade/screw guide sleeve assembly out from the aiming arm. The surgeon used a mallet and this caused scarring of the sleeve, now the part is unusable. It was also reported that the buttress/compression nut, became stuck on the sleeve. The surgery was completed successfully with a five minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 03.037.017, lot number 9371095, blade/screw guide sleeve). The subject device was returned for the complaint condition of ¿surgeon could not get the helical blade/screw guide sleeve assembly out from the aiming arm.¿ the subject device was received with impact marks/deformation found on several areas on the threads of the guide sleeve. This deformation prevents the buttress/compression nut from advancing past these areas. Minor scrapes and scratches found throughout the part. The function of the buttress/compression nut is to advance the blade/screw guide sleeve through the aiming arm to buttress against the lateral cortex and to later compress (if needed) the implant construct. Excessive buttressing can lead to deflection within the various insertion instruments causing binding of the system. From the location of the impact marks on the threads of the guide sleeve and on the corresponding marks on the nut¿s flange, it appears the guide sleeve may have been fully advanced, but it is unclear if this caused any deflection within the instrumentation. Additionally, excessive cantilever load on the guide sleeve is known to cause binding of the insertion instrumentation. The complaint event could not be replicated with the parts received. Due to the aiming arm not being submitted with these other complaint devices, the root cause could not be determined. Subject device is an instrument and was not implanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID #(B)(6). Original implant date: (B)(6) 2015. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location (B)(4), manufacturing date: 11.feb.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.